Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) noticed a loss of stimulation after lifting a heavy object. An sjm representative met with the patient for troubleshooting. Lead diagnostics revealed high impedance issue. X-rays identified a lead break. In turn, surgical intervention was undertaken to explant and replace the lead which resolved the issue. Therapy was resumed post-operative.